Manufacturer narrative:
The valve was patent. It did not meet requirements for the leak test, siphon test, or reflux test as there were two large tears in the top of the delta chamber. There were also multiple indentations in the center of the top of the delta chamber. It is unknown how or when these damages occurred. The damages precluded pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No injury to the patient was reported

Event description:
It was reported to medtronic neurosurgery that during the surgery, the physician noticed fluid accumulating around the shunt hardware. According to the report, the device was pulled from the incision and fluid was leaking from the delta chamber of the valve.